Manufacturer narrative:
(B)(4): conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported via a link to an internet suture site that a pt underwent a leg surgical procedure on (B)(6) 2007 and suture was used for internal wound closure. The pt's incision line would not heal completely and the surgeon recognized five weeks after surgery that the pt had a leg infection. The pt underwent three additional surgeries after the initial one and currently is not disabled.